Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing issues with their blood sugar; however, the customer declined to troubleshoot. Reportedly, the customer's doctor requested for them to be switched to multiple injections. Although requested, no additional information was provided regarding the reported issue.